Manufacturer narrative:
Device was received with no motor movement or negligible movement. Retries to free a stuck motor failed error during rewinding due to corroded motor home switch. No moisture damage on electronic assembly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had no motor movement or negligible movement. Retries to free a stuck motor failed. Customer¿s blood glucose level was over 200 mg/dl at the time of incident. Customer stated that insulin pump was not able to rewind. Customer also stated that white cap of the reservoir was the part that leaked the insulin out into the pump. The insulin pump will be returned for analysis.